Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device short fired and would not fire again. Another same like device was used to complete the case. No patient consequence.